Manufacturer narrative:
The customer's biomed tested the device and was not able to duplicate any issue; however, onsite service was requested to confirm. Analysis was performed by onsite service personnel which included functional testing and checking device settings. The results of the analysis confirmed there was no st inaccuracy. It was noted that the st on each of the monitors was turned off. This is the default setting in all the monitors, which occurs every time they discharge a patient. The staff has to manually turn on st when they want to use it for a specific patient. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a misunderstanding of the default settings on the monitor. The customer was advised that a clinical configuration change would be needed in order to allow st to remain turned on after patient discharge. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016, so no UDI required. E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating the device is producing st elevation during procedures. They have tried changing cables, electrodes and monitor and still get elevated results. The device was in use on a patient at time of event, there was no adverse event reported.